Manufacturer narrative:
(B)(4).

Event description:
Doctor reported that insertion driver cannot be tightened and implant at tooth site 24 cannot be placed. Procedure was completed with another implant of the same size. There was a delay in the procedure of 20 minutes. Doctor confirmed by email that driver was replaced for a new one.